Event description:
A review of the patient's programming history found that the generator was partially programmed to the settings 0ma, 30 hz, 500 microseconds, 30 seconds on, 1.1 minutes off on (B)(6) 2008. These settings were not adjusted until the next visit.

Manufacturer narrative:
Analysis of programming history.